Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the atrial lead was explanted and replaced due to elevated threshold. A fluoroscopic image confirmed that the atrial lead had pulled back and did not have much slack. The physician was able to retract the helix and extract the lead. The patient was stable before and after the procedure.